Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the image from the external output had a noise and that there were lines on the screen. The programmer was returned for service.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment. Inspected and reseated all display connections as preventive. Display was run for 24 hours without a failure. Reconfigured hard drive and reloaded software. Device passed final functional and system tests. No other anomalies were found. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer became incapable of manipulation due to the abnormal display on the screen. It was further reported that the operation was normally performed because the screen of the monitor to which the cable was connected was normal. The programmer has not been receive into service. There was no patient involvement.